Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported mitral regurgitation (mr) appears to be a cascading event of the clip opening while locked. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. Additionally, the provided image and videos were reviewed by an abbott clinical research and development engineer. The reviewer stated ¿four (4) echocardiographic still images and one (1) fluoroscopic still image were provided. The first echo image is time stamped for (B)(6) 2022 which is the date of the mitraclip procedure, as reported. The image is of an lvot view which shows the fully deployed clip, with no mitraclip system in view. The lvot view captures the anterior-posterior cross-section of the valve (short axis); as such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) and potentially provide a view of the clip arm angle. Based on the image taken post deployment during the mitraclip procedure, the clip arm angle appears to be ~10° - 20° which is the fully closed position per the instructions for use. The second and third echo images are time stamped for (B)(6) 2022 which coincides with when the patient returned for an unrelated left atrial appendage (laa) device procedure. It should be noted that the fourth echo image title is a cropped duplicate of based on the time stamp. These images capture an lvot view of the reported clip. "Image (3)" does not have color doppler but shows measurement of the clip arm angle which reads "51 grad" indicating the clip arm angle measurement of the image was 51°. Based on visual assessment of the image, the clip arm angle appears to be ~40° - 50°. "Image (4)" captures color doppler which obscures the image of the clip. Both "image (1)" taken during the mitraclip procedure and "image (3)" taken ~3.5 months later during the laa procedure capture a similar lvot view of the reported clip on the valve. While the angles stated in this evaluation are based on visual assessment with the naked eye and cannot be confirmed, when comparing the clip arms between the two images, it is apparent that the clip arms are opened to a larger degree in "image(3)" than in "image(4)" indicating clip arm opening occurred at some point post procedure. The fluoroscopic image provided shows the deployed clip and the laa device in view indicating the image was taken during the laa procedure on (B)(6) 2022. The clip arm angle appears to be ~40° - 50°, similar to what is observed in echo image "image (3)". Based on the cine provided, the reported clip opening while locked (cowl), occurring at an unknown time post procedure, can be confirmed; however, the precise amount of angle change cannot be confirmed. There are no additional observations based on the images provided. ¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening after deployment causing recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4. A mitraclip xtw was implanted successfully, reducing mr to grade 1. On (B)(6) 2022, the patient returned for an unrelated left atrial appendage device procedure. During this procedure, it was noticed via imaging that the mitraclip had opened compared to the final arm angle of the procedure in august. The clip appeared to open to about 60 degrees and the mr was recurrent at grade 3-4. The clip remains stable on the leaflets and the patient did not experience any symptoms. Therefore, additional intervention is not planned. No additional information was provided.